Event description:
Company representative states the frame of the bed bends inward towards the ground. The incident was detected because the head of the bed wouldn't go up. When they checked out the bed they noticed it was sagging. The bed is currently being shipped out for repair.

Manufacturer narrative:
(B)(4).